Event description:
The manufacturer received information alleged that a trilogy 202 ventilator received a "ventilator service required" error message during testing. No patient harm or injury occurred. The manufacturer received and evaluated the device. The error was not duplicated during the manufacturer's initial evaluation, however a review of the error logs found that an error related to the oxygen blending module board did occur and the board will need to be replaced to address the reported issue.